Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that pk dissecting forceps instrument would not grasp. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments clamping pulleys were corroded. Due to the corroded rail on clamping pulley, the grasp from the grip cable was stuck inside the housing by the rail area. After cleaning a bit of the corrosion off, the instrument was able to move and grasp better. The corroded damage may have been likely due to improper cleaning. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The instruments main tube had deep scratches and gouges. The distal end of main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The deep scratch and gouge damage may have been likely due to mishandling/ misuse. No other damage was found. 80 - the reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.